Event description:
It was reported that the customer had scratches all over the pump. Customer stated that the pump was also dropped. Customer's blood glucose level was 333 mg/dl. Customer kept receiving an alarm at school. Customer's mother stated that the customer swings the pump around like a yo-yo. Customer's alarm history showed low battery, low reservoir, finish loading, and button error alarms. Customer's mother reported a keypad anomaly. Customer's mother stated that the buttons have a delayed response. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions customer was advised to return the pump with the battery and zero out the basal rates. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).